Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli) measurement of greater than 125 ohms. Boston scientific technical services (ts) discussed the red alert status. Additional information obtained from the field representative indicated that the cause of the oor sli was not determined. The patient was for possible defibrillation threshold (dft) test in the future. At this time, the system remains in service. No adverse patient effects were reported.